Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty dp board, dust inside the unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unit is not booting up so no image from any output port and front panel not activating due to faulty dp board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer reports there is no image in the video system center. The customer then inspected the processor and found that it was turned on, but did not activate further.